Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned due to dislodgement and perforation. The thresholds had climbed from .4v at .40ms to 5v at .40ms and there was no capture.